Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the right ventricular (rv) channel causing pacing inhibition. Technical services (ts) noted that they were unable to conclusively determine the duration of the pacing inhibition but that it may have extended up to four seconds. This crt-p remains in service and no additional adverse patient effects were reported.